Event description:
Per the clinic, open circuits were noted on 3 electrodes. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
This report is submitted on december 29, 2023.